Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: unknown. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved.

Event description:
Consumer reported complaint for hi accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of headache and blurry vision. Medical attention is reported as a result of the actual blood glucose results or reported symptoms. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer due to customer's inability to continue call due to symptoms. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Event description:
Consumer reported complaint for hi accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of headache and blurry vision. Medical attention is reported as a result of the actual blood glucose results or reported symptoms. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer due to customer's inability to continue call due to symptoms. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 22-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root casue: mlc-18: user has high glucose value. Test strips UDI: unknown. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved able to establish contact with customer and stated condition improved.